Event description:
During a right iliac artery stenting procedure with an 8 x 80cm smart control stent, the guide wire cavity of the stent was too thin to be introduced through 0.035 guide wire. The operation was completed by replacing it with a new 8x80 smart control stent. There was no patient injury reported. Analysis of the returned device indicated the stent was already deployed but not returned. Multiple attempts made without success to obtain clarification. The temperature exposure indicator on the pouch was checked to confirm that the black dotted pattern with a grey background was clearly visible. The smart control product was stored, handled, inspected and prepped according to the instructions for use. There was nothing unusual noted about the stent delivery system prior to use. The wire was flushed before attempting to use it. The reported event occurred during the process of passing the stent along the guide wire, outside of the patient. The replacement stent was used with the same wire. The insertion difficulty was not caused by a blockage of possibly injectable material. The procedure was successfully completed with the new stent. The device will be returned for analysis.

Manufacturer narrative:
Please note that the catalog number of the device in the report is not sold in the u.s. However, it is similar to other smart control stents that are sold in the u.s. A non-sterile smart control, iliac 10x60 was received coiled inside a plastic bag. Pin lock was not returned along with the device. Per visual analysis, the stent was observed already deployed but not returned inside the plastic bag. The outer sheath was observed kinked approximately at 8 cm from the strain relief. No other anomalies were observed on the unit a review of the manufacturing documentation associated with lot 17996350 UDI# (B)(4) was performed it was found that the DHR does not suggest that the failure experienced by the customer could be related to the manufacturing process. The device was successfully flushed; neither resistance nor obstruction was observed during flushing test. A .035¿ emerald guidewire lab sample was introduced into the unit from the hub to the distal tip and from the distal tip to the hub. Insertion/withdrawal was successfully performed in both directions, neither resistance nor obstruction was experienced during the procedure the ID of the unit was measured at the luer hub and on different distances per drawing in effect and the results were found within specification.  The failure reported by the customer as ¿luer hub (inner shaft)- [guide wire lume - obstructed¿ was not confirmed since insertion/withdrawal test was successfully performed on the unit, neither resistance nor obstruction was experienced during the procedure. Also, dimensional analysis was performed on the ID of the luer hub and the guidewire lumen, and the results were observed within specification. The cause of the kink observed on the outer sheath found on the unit could not be conclusively determined during the analysis. Neither the phr review nor the product analysis suggests that the event reported is related to the manufacturing process. Therefore, no actions will be taken. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
During a right iliac artery stenting procedure with a smart control 8 x 80cm stent, the guide wire cavity of the stent was too thin to be introduced through 0.035 guide wire. The operation was completed by replacing it with a new smart control 8x80 stent. Analysis of the returned device indicated the stent was already deployed but not returned. Multiple attempts made without success to obtain clarification. The temperature exposure indicator on the pouch was checked to confirm that the black dotted pattern with a grey background was clearly visible. The smart control product was stored, handled, inspected and prepped according to the instructions for use (IFU). There was nothing unusual noted about the stent delivery system prior to use. The wire was flushed before attempting to use it. The reported event occurred during the process of passing the stent along the guide wire, outside of the patient. The replacement stent was used with the same wire. The insertion difficulty was not caused by a blockage of possibly injectable material. The procedure was successfully completed with the new stent. There was no patient injury reported. The device was returned for analysis. A non-sterile smart control, iliac 10x60 was received coiled inside a plastic bag. Pin lock was not returned along with the device. Per visual analysis, the stent was observed already deployed but not returned inside the plastic bag. The outer sheath was observed kinked approximately at 8 cm from the strain relief. No other anomalies were observed on the unit. Functional analysis deployment test was not performed on the unit due to the already deployed condition of the smart control device the way it was received for evaluation. However, per functional analysis, the device was successfully flushed; neither resistance nor obstruction was observed during flushing test. A .035¿ emerald guidewire lab sample was introduced into the unit from the hub to the distal tip and from the distal tip to the hub. Insertion/withdrawal was successfully performed in both directions, neither resistance nor obstruction was experienced during the procedure. The inner diameter (ID) of the unit was measured at the luer hub and on different distances and were found within specification. A product history record (phr) review of lot 17996350 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported¿ stent delivery system (sds)-ses-deployment difficulty - premature deployment¿ and the reported ¿luer hub (inner shaft)- [guide wire lumen - obstructed¿ was not confirmed since the device was received in a deployed condition and the insertion/withdrawal test was successfully performed on the unit. Neither resistance nor obstruction was experienced during the functional procedure. Also, dimensional analysis was performed on the inner diameter (ID) of the luer hub and the guidewire lumen. The results were observed to be within specification. The cause of the kink observed on the outer sheath found on the unit could not be conclusively determined during the analysis. However, procedural and handling factors such as the users interaction with the device or transportation conditions may have led to the noted kink on the device as received. According to the instructions for use (IFU) ¿advance the device over the guidewire and through the introducer to the target site. If resistance is met during delivery system introduction, the system should be withdrawn and another system used. If resistance is felt during retraction of the outer sheath do not force deployment. Carefully withdraw the stent system without deploying the stent.¿ neither the phr review nor the product analysis suggests that the reported events could be related to the manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken at this time.